Event description:
It was reported: the plate tack broke off during removal. The broken fragment remains in the patient body.

Manufacturer narrative:
No product has been received to date so an examination cannot be performed. If any additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
The product has been returned and has been examined: one 80-2430 .062" x 3" plate tack, threaded (batch 488426) was returned and examined under magnification. The part number and batch number were illegible under magnification due to light reflection over a small surface area but are visually present and accurate. The broken fragment was not returned. The side profile of the fracture region is curved in an arc, with various jagged edges. The fracture surface presents as grainy and matte in the center. The outer diameter of the fracture surface is shinier, with various points of jagged breakage around the circumference. The breakage occurred just after the ball of the plate tack. Measurement of the plate tack was taken (inches): 2.4615". No definitive conclusion can be made.